Event description:
5 x 14 atrium mesh used to repair ventral hernia. Pt developed a seroma & returned to surgery to remove mesh and seroma and replace mesh. Mesh was resterilized mesh according to MFR's recommended guidelines.